Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00801802802, item name: femoral head sterile product do not resterilize 12/14 taper , lot #: 62611498, item number: 3003940002, item name: refobacin bone cement r 2x40g, lot #: 228bah2606, item number: rm 4901 000 2, item name: orthodynamics acetabular cup, lot #: 1312072a, item number: rm 5110 003 2, item name: orthodynamic acetabular liner, lot #: 1311332a. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00760. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip primary replacement. Subsequently, patient expired due to unknown reasons approximately 3 months post-implantation. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.